Event description:
It was reported that a device displayed a system error 322 alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received the device in question. The eval is not complete. When the eval is complete, a supplemental report will be submitted.